Event description:
It was reported that the patient presented to an outside hospital emergency department with melena and supratheraputic international normalized ratio (inr). The patient was hemodynamically stable and was transferred to another hospital. Esophagogastroduodenoscopy (egd) and coloscopy were planned and warfarin was to be held without reversal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the esophagogastroduodenoscopy (egd) and colonoscopy was not done, bleeding was not confirmed, coumadin and drug medication were withheld, the source of bleeding was not known, and the bleeding resolved.